Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the duraloc str cup impactor white composite handle was cracked and needs to be replaced. No parts of the handle are broken off the handle, and it is being returned. Quickset 1pc flex drill bit 25 decibel shaft is damaged from over use and needs to be replaced. No parts are broken off and it is being returned. No surgical delay.